Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate II Left Ventricular Assist System (LVAS), serial number (b)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not explanted for evaluation.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate II Left Ventricular Assist System (LVAS) Instructions for Use (IFU) is currently available. The current revision of the IFU can be found on the eIFU page of the Abbott website. Section 1, ¿Introduction¿, lists potential adverse events, including death, that may be associated with the use of the HeartMate II Left Ventricular Assist System.Final Statement: No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away while on hospice care. It was unknown if the event was device or therapy related. The cause of death was not provided. The Pump was not explanted.